Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a surgical procedure. Allegedly, the t15 driver broke inside the head of the 5.0 bolt during seating the implant in the metatarsal head. The surgeon was unable to take out the broken piece inside the bolt, so he had to use pliers to unscrew the bolt. The surgery was completed with different size (width & length) bolts. Impact to patient was less than optimal sized bolts for the lateral columns. The 6.5 bolt used instead of the 5.0 bolt fractured the metatarsal. The issue created an additional 90 minutes to the case and the use of unintended equipment.